Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not have any symptoms, but treated with the insulin pump. The customer's blood glucose value was 148 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer declined to troubleshoot for high readings. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer declined to performed the high-pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.